Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has exhibited lead safety switches (lss) due to pace impedances of greater than 2,000 ohms on the atrial lead. An x-ray was performed and there is no evidence of a lead fracture. The patient was evaluated in the clinic. The out of range impedance measurements were unable to be reproduced. There was some noise on the atrial channel with arm movement. Additionally, the patient reported pocket stimulation when the atrial lead switches to unipolar pacing. The device was programming to pace/sense in the ventricle only and the physician will continue to monitor this observation.